Manufacturer narrative:
Date received by manufacturer: 05nov2019. Date of report: 06nov2019. Blower motor assembly was returned for analysis. An investigation was performed and the customer complaint was verified. Unit passed all electrical testing, but failed stress testing with overheating (blower temperature high/ too high) errors. Passivation sticker. Noted contamination in motor shaft rear bearing underneath. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019.

Event description:
The customer reported blower issue. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 22oct2019. Date of report: 23oct2019. The customer confirmed the issue has already been resolved by our biomedical technician but did not clarify repair details. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported blower issue. There was no patient or user harm reported.